Manufacturer narrative:
The device was manufactured between june 02, 2017 - june 03, 2017. The device was received for evaluation. Visual inspection on the returned sample revealed that the top end additive port tubing was detached from the inside bag, and protruding outside the front of the bag. The reported problem was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 250ml eva tpn bag it was noted that there was an unsealed injection port. This event occurred during evaluation, there was no patient involvement. No additional information is available.